Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease of 3 years in the estimated battery longevity was observed between follow-up visits within approximately 12 months time. It was noted that the patient is 100% paced. A copy of device memory was saved and submitted to technical services (ts) for review. Device data confirmed that this device is exhibiting premature battery depletion behavior. Due to this anomaly, device replacement was recommended within 90 days time. Therapy delivery is currently unaffected. The patient has been scheduled for a device replacement procedure within the replacement interval provided by ts. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease of 3 years in the estimated battery longevity was observed between follow-up visits within approximately 12 months' time. It was noted that the patient is 100% paced. A copy of device memory was saved and submitted to technical services (ts) for review. Device data confirmed that this device is exhibiting premature battery depletion behavior. Due to this anomaly, device replacement was recommended within 90 days' time. Therapy delivery is currently unaffected. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. Additional information: despite several attempts to obtain the explant date and additional information, no response was provided. The date of explant is estimated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. A decrease of 3 years in the estimated battery longevity was observed between follow-up visits within approximately 12 months' time. It was noted that the patient is 100% paced. A copy of device memory was saved and submitted to technical services (ts) for review. Device data confirmed that this device is exhibiting premature battery depletion behavior. Due to this anomaly, device replacement was recommended within 90 days' time. Therapy delivery is currently unaffected. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. The investigation is currently in progress. Additional information: despite several attempts to obtain the explant date and additional information, no response was provided. The date of explant is estimated.